Manufacturer narrative:
The lot number provided was found to be invalid and therefore the date of MFR can not be determined. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated the tube separated from the flange, which caused the pt to cough out the tracheostomy tube. This required recannulation with another 8dct. The caller did not know how long this trach was in use.